Manufacturer narrative:
Capsule contracture was reported. No information available to confirm explantation.

Event description:
Alleged capsule contracture.

Manufacturer narrative:
Physician statement: doctor confirmed capsule contracture on the right side.

Event description:
Capsule contracture.